Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 5 of 6. The technical service representative (tsr) explained to the home patient's caregiver (cg) that air has entered the cassette and tubing during therapy. The cg didn't want to start over with new supplies since so close to end of therapy. The tsr advised the cg to contact the nurse for direction. Product surveillance contacted the cg on (B)(6) 2011 regarding the alarm. The cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient was advised by her to abort therapy and start the next night. The patient did this successfully and with no further issues. There was no patient injury or medical intervention associated with this event.